Event description:
The defibrillator display did not illuminate the charge soft key label when the energy select switch was turned to a 100-joule setting. The pt involved was in ventricular tachycardia and was successfully defibrillated with this same defibrillator once the charge soft key was identified.